Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) observed air in the patient line. The event occurred during fill one on the home choice (hc). The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. During troubleshooting there were no issues found that could have caused or contributed to the reported condition. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.